Event description:
A report was made of a defective valve in 2000. Phoenix biomedical received neither the device nor any further info by the following month, so the file was closed. Nine days later, the file was reopened when the device and report were received. "Two weeks after implantation they had to remove it, because the valve had blocked (didn't drain)".